Event description:
Adverse event: itching. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician trained in the use of starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the pt developed symptoms of itching from "head to toe post placement" of the starclose se clip. The pt is taking over-the-counter benadryl for treatment. The symptoms are reported to be continuing. Although the pt was questioned before the procedure, the physician was not informed by the pt until "about a month after the procedure" of a preexisting allergy to nickel. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.